Event description:
The reporter contacted animas on (B)(6) 2013 with an inquiry call that in the past the patient had blood glucose (bg) of 31mg/mg/dl, 41mg/dl, and 37mg/dl related to over bolusing. The patient reportedly did not follow the pump instruction for bolusing causing patient to have a low bg. The reporter was unable to recall dates or incident leading up to the low bgs. The patient was treated with food and the bg came back up. Customer support (cs) advised the patient to be more careful when giving a bolus or priming pump. This report is being made due to the patient¿s alleged hypoglycemic event that resulted from over bolusing with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient over bolusing with the pump).